Event description:
It was reported that following carotid stent implantation, restenosis was found (mostly determined by carotid ultrasound) on an unknown date or time period. Interventional angioplasty was performed. No add'l info is available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.